Event description:
A discordant, falsely elevated valproic acid result was obtained on one patient sample on an advia 1800 instrument. The initial result was flagged by the instrument and resulted in a ¿////¿ mark. No result was reported based on the slash-marks. The sample was repeated on the same instrument and resulted high. The sample was then repeated twice on the same instrument, and results were lower. No results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated valproic acid result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked all probe alignments and syringe pumps. The cse tested the vacuum and vacuum pump, and observed it was slow to get to pressure. The cse replaced the vacuum pump and flushed the wash up down and dilution wash up down (dwud), which wash the reaction cuvettes and dilution reaction cuvettes respectively, and found the line on dwud was clogged. The cse cleared the clog from the aspirate probe and replaced the tubing for both vacuum dryer nozzles. Precision and quality controls were run, resulting within range. The cause of the discordant, falsely elevated valproic acid result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.